Manufacturer narrative:
It was reported that a spectrum infusion pump had error ec345 (thermistor disparity) during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available. The device was received for evaluation. During evaluation, the reported problem of "ec345" was not reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor was damaged. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that a spectrum infusion pump had error ec345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.

Event description:
It was reported that a spectrum infusion pump had error ec345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.